Manufacturer narrative:
(B) (4) a conference call was held with the facility on 02/25/2010 and the corrected and additional information was provided at that time.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The customer reported that the actual sample was not saved, and the lot number is unknown.

Event description:
The pt had surgery to fix a problem with her system on (B) (6) 2009; the problem was unspecified. At the end of (B) (6) 2009, the pt was charging more than expected. At that time, it was noted that the pt was looking at the bars instead of the flashing battery for recharging. At the end of (B) (6) 2010, it was reported that the pt's implantable neurostimulator (ins) had not been reprogrammed successfully. The pt was still having problems with her system. She could not get the recharger to work right. She would recharge for 2 hours and get nothing. She turned the antenna and it still would not work. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 5.8 inr/4.45 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Clarification comment: a discrepancy has been received regarding the information involved in this event. Initially, on 12/03/09, the customer reported to the baxter sales representative that an interruption of critical care medications on a neonate occurred due to a disconnection of the 2 manifolds (unknown date). This condition occurred sometime within 96 hours of administration of life-sustaining medications intended to maintain the patient's heart rate and blood pressure (possibly epinephrine or dopamine). Medical intervention was required. The actual sample was discarded. The nursing staff is required to connect two manifolds together to get the 6 port access needed. The customer facility is now taping a tongue depressor underneath the 2 connected manifolds to keep them from separating as a result of numerous interruptions of critical care meds on neonates due to disconnections. Three reports of separation were reported. This event refers to patient 1. During a teleconference on 02/25/2010, the following information was received regarding patient 1. This was a (B) (6) female patient admitted to the hospital for seizures, fever and headache. The patient was being transported for magnetic resonance imaging (MRI) when the disconnection of the manifolds was found (unknown date in (B) (6) 2009) at approximately 4:45pm. The patient reportedly coded and was without a blood pressure or heart rate for approximately three minutes. The staff noticed that blood backed up in line. The patient was reconnected. Cardiopulmonary resuscitation (CPR) was initiated. A bolus of epinephrine (8.1cc) intravenous was given. The patient was also receiving dopamine (30.3cc), epinephrine (0.97cc) per hour and norepinephrine (16.8cc) per hour at that time. The patient's heart rate before the event was in the 120's or 130's. During the event, the patient had no heart rate and then recovered to a heart rate of 81. Later the heart rate returned to the 120's. The patient?s blood pressure before the event was 132/45. After the event the patient's blood pressure was 222/80 upon receipt of a bolus of epinephrine. Later the blood pressure was noted to be 120's/50's. The patient expired on (B) (6) 2009 several days after this event. An autopsy was performed but results were not available. The listed cause of death was meningoencephalitis with etiology unknown. A root cause analysis was completed by the hospital and the nursing staff was retrained.

Event description:
In 2009, the customer reported to the baxter sales representative that was on site at the facility, that they are currently required to connect two manifolds together to get the 6 port access required. The customer connected the 2 manifolds and tightened them very securely with the luer lock. There was an interruption of critical care medications on a neonate due to a disconnection of the 2 manifolds. This condition occurred sometime within 96 hours (exact time unknown) of administration of life-sustaining pressure medications intended to maintain patient heart rate and blood pressure (possibly epinephrine or dopamine) to a patient. There was reportedly a patient incident and medical intervention required. This condition occurred within the last couple of months (date unknown). The customer stated that he is not aware of any patient blood loss resulting from the disconnection. However, there was reportedly a patient incident and medical intervention required. The customer would not disclose the details associated with the patient incident until risk management was consulted. Lot number is unknown. The actual sample was not saved. The customer facility is now taping a tongue depressor underneath the 2 connected manifolds to keep them from separating. They started doing this after numerous interruptions of critical care meds on neonates due to disconnections. The customer reported complaint which addresses the disconnection during neonate patient care with first patient. Reported one week later, complaint addresses the disconnection during neonate patient care with second patient and complaint addresses numerous other occurrences of disconnection during the "lifetime of use" of the products.

Manufacturer narrative:
(B) (4)(B) (4)-CAPA-(B) (4) has been opened to address this issue.

Manufacturer narrative:
(B) (4). Our complaint management records indicate that as of february 25, 2010, the facility indicated that they had retrained all their staff. Since february 25, 2010, the facility reported one additional complaint 6000001-2010-00485 (B) (4). On (B) (6) 2010, for a similar failure mode. As of (B) (6) 2010 the facility had indicated that they were still taping the tongue depressors under the device. The facility informed baxter that (B) (6) hospital would be switching to a 6-port competitor's device. A review of the complaint handling system from (B) (6) 2008 - (B) (6) 2010 identified seven (7) similar separation complaints for product code 2n3410. Five (5) of these complaints were from the same facility, (B) (6) hospital (B) (4) the hospital informed baxter that they performed a sentinel event root cause analysis. Baxter requested information regarding the root cause analysis and in response the hospital only provided a description of the event. The facility had stated to baxter that they had retrained their nursing staff. The facility stated there was no formal training completed related to this event. Baxter offered the facility additional training and the customer declined the offer as they are switching to a competitor device.